Event description:
A pt reported experiencing inaccurate erratic results with a ss original meter. The pt's blood glucose results were 192mg/dl, 128mg/dl. Tests were done within <10 minutes with a difference of 35%. Pt did not experience any adverse events. No further info has ben reported.